Event description:
High ventricular impedances were noted to the subject pacemaker. Reportedly a re-intervention was performed accordingly on (B)(6) 2013. The pacemaker was checked before the re-intervention: the ventricular lead impedance was still above 3 kohms. No device connection failure was observed during the procedure. The ventricular lead was measured by an analyzer and normal values were obtained. A new pacemaker and a new ventricular lead were implanted.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.